Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02881 and medwatch 2210968-2012-02882 the same patient is represented in each medwatch.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with lso, left pudendal nerve release, a&p repair, cystoscopy, and suprapubic catheter placement due to chronic pelvic pain, congestive syndrome, left pudendal nerve entrapment, sui, and pop. No additional information has been provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient following insertion the patient experienced discomfort with mesh encapsulation, dyspareunia, and sub urethral mesh exposure.

Event description:
It was reported that the patient following insertion the patient experienced discomfort with mesh encapsulation, dyspareunia, and sub urethral mesh exposure.